Manufacturer narrative:
Follow up #2 - patient also reported that ¿2 weeks¿ prior to the alert date of (B)(6) 2015 they had obtained a blood glucose reading of ¿5.9 mmol/l¿ on the subject meter. The patient also stated that they had obtained readings prior to this which they felt were inaccurate, but no specific results were provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The reported inaccuracy issue could not be reproduced during meter testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information obtained after follow up call with the patient performed by the customer service representative (csr): the patient also experienced the symptom of ¿shivering¿ and associated all of their symptoms with high blood glucose levels. In response to this the patient ate ¿half an apple¿. Four hours after this the patient¿s neighbor visited and decided to call the emergency medical services (ems) as the patient looked unwell and was ¿purple¿ in color. When the ems arrived the patient¿s blood glucose was measured on an ems meter and a result of ¿27.6mmol/l¿ was obtained. The patient was rushed to the emergency room where they were treated with IV fluids. The patient stated that they ¿woke up¿ 2 days later feeling ¿a little better¿. The patient was kept in hospital for 5 days in total and when discharged was told that their ¿readings were too high¿ and they had ¿double pneumonia¿ which had gotten worse.

Manufacturer narrative:
Follow-up # 3 ¿ (06/19/2015). The patient¿s meter has been returned on 5/29/2015 and evaluated by lifescan product analysis on 6/8/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started around 2 months ago and had been occurring intermittently since then. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient reported that ¿2 weeks¿ prior to the alert date of (B)(6) 2015 the patient experienced the symptoms of ¿shaking and sweating¿. As a result of these symptoms the patient was taken to hospital where they were treated by a healthcare professional (hcp). The patient was administered with IV fluids and was hospitalized for an unspecified period of time. The patient stated that their blood glucose was measured in hospital but they were unable to provide the results which were obtained. At the time of troubleshooting the csr was unable to identify the error message with the patient, and they were unable to walk through a retest to resolve the issue as the patient had no testing supplies. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms.